Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump cosmetic damage. Blood glucose was 300 mg/dl. The customer experienced symptoms such as nausea. Customer decline troubleshoot for high blood glucose. Customer stated that blood glucose is high due to the reservoir not staying in the pump. Customer reported that the reservoir lip was crack. Customer reported that reservoir is unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify no delivery alarm due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked case at display window corners, missing o-ring reservoir tube, stained address number label and missing end cap sticker.